Event description:
The complainant reported a patient in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella was found to be positioned very deep but still in the loading patient. The night prior, ¿low outflow¿ alarms occurred and the plan was to take the patient to reposition the impella. The patient was taken to the lab to reposition, and the pump came out. The decision was made to explant the device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined